Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Customer stated that the pump was stuck on 123 unlock screen and unable to unlock the pump by pressing 123. Customer reported blood glucose (bg) level was unknown as bg levels were not tested. Troubleshooting with tandem technical support was performed. Customer reported that manual injections would continue to be used for insulin therapy.